Manufacturer narrative:
Section a5: unknown/ not provided. Asku. Section h3 (no): the device was not returned for evaluation (the lens was discarded); therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's left eye as the patient was unable to drive at night with the symfony lens. The issue was first identified after implantation. It was indicated that patient's daily activities significantly affected. No vitrectomy, no sutures required, unknown if incision was enlarged, if medication was prescribed and if there was a delay in procedure. Replacement iol was a non johnson and johnson iol. The patient outcome status is unknown; however, it was confirmed that there was no post-op patient injury. Doctor did not keep iol after removal. No other information was provided.